Event description:
1) around 2:40 am cst dexcom servers were out. My daughter's blood glucose dropped into the 40s and I did not receive an alert for 40 minutes. We lost 40 minutes of treatment time to prevent a critical low. She recovered with oral carbohydrates however this could have resulted in severe injury and death. Dexcom needs to develop a system to notify by phone or text that server is down so family's can be vigilant on monitoring by other methods especially when it is during sleeping hours. My electric company and internet provider provide this by text and phone and it is less important that glucose monitoring a type 1 diabetic child who has hypoglycemia unawareness. 2) I continued to experience periods without low alerts through out the day 2/7-8 despite following the company's instructions and the return of server to normal function. Through trial and error my husband and I realized that a different follow app was available and sounded alarms on his phone but my app does not. I notified dexcom and was told they were aware of this issue. I asked why they did not notify me in 2 calls yesterday. She could not explain. I advised her this was not even in the instructions I was given yesterday but trouble shoot. The company is going to be responsible for injury to a diabetic family if this is not fixed. The company should be notifying families of these issues.